Event description:
It was reported that a cartridge alarm 20 occurred, displaying the customer's blood glucose level as "high," with no specific value known. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by administering a correction bolus via their pump, and tandem technical support arranged to send a replacement pump under warranty. The customer was advised on backup insulin therapy using multiple daily injections and was provided instructions on putting the faulty pump into storage mode for return. The replacement pump will arrive with updated software, and the customer was informed of the need to program the new pump settings and connect their continuous glucose monitor.